Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining the impaction plate fractured off the instrument. No surgical delay. No adverse patient consequences. No fragment entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was returned for analysis. The photo investigation confirmed the reported allegation, the proximal end of the handle broke off. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product description: pinn straight cup impactor product code: 221750041 lot number: so2045140 1) quantity manufactured: (B)(4) 2) date of manufacture: 10/31/2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev j device history review 1) quantity manufactured: (B)(4) 2) date of manufacture: 10/31/2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev j.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. The photo investigation confirmed the reported allegation, the proximal end of the handle broke off. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product description: pinn straight cup impactor. Product code: 221750041. Lot number: so2045140. 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/31/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j,1) quantity manufactured: (B)(4). 2) date of manufacture: 10/31/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/31/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j, a manufacturing record evaluation was performed for the finished device (221750041/so2045140) product and lot numbers, and no non-conformances were identified.